Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy due to high impedances. As such, surgical intervention took place on (B)(6) 2024 wherein the lead was explanted and replaced to address the issue. During the procedure, the new lead was implanted at the same level which revealed high impedance due to presence of fibrosis. As such, the new lead was implanted at a lower level where all impedance were normal. Reportedly, therapy was confirmed post op.

Manufacturer narrative:
The report event of high impedances was confirmed. As received, visual inspection showed the returned lead found all the internal lead wires broken.